Event description:
It was reported to philips that the device has a damaged etco2 dust cover. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the device has an etco2 dust cover stuck open. There was no patient involvement. The field service engineer (fse) confirmed, the etco2 dust cover was stuck open. The etco2 dust cover need to be replaced. Upon conclusion of the evaluation. It was determined, that the etco2 dust cover needs replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.